Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: death. A review of the manufacturing records is being conducted.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of a left internal iliac (liia) aneurysm and was implanted with gore® excluder® aaa endoprosthesis. Post coil embolization of the liia, a contralateral leg endoprosthesis was implanted upside down in the left common iliac artery (lcia). The procedure was completed without any issues. After returning to ICU, the patient's blood pressure dropped and echocardiography confirmed cardiac tamponade. Emergency contrast-CT confirmed a retrograde type a aortic dissection with primary entry in the proximal descending aorta. The aortic dissection was seen to extend down the proximal site of the implanted contralateral leg. Emergency endovascular treatment was attempted, however the patient died before readmission to the operating room. The physician commented as follows: the cause of retrograde type a aortic dissection is unknown. The relationship between the device implantation and the retrograde dissection cannot be denied. Preoperative CT showed no presence of aortic dissection, no abnormalities throughout the patient's aorta. During the operation, the stiff wire was inserted only up to the descending aorta, and there were no problems with wire manipulation.

Manufacturer narrative:
PMA/510k: additional/corrected information. Code 213- (B)(4).